Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Salvado, j. A., villena, j. M., urrea, f., marchant, p., larranaga, m., cabello, j. M., & marchetti, p. (2026). High-power holmium laser versus pulsed thulium laser for ureteroscopic lithotripsy: results of a randomized prospective study. Central european journal of urology, 79(1), 30-35. Https://doi.org/10.5173/ceju.2025.0044.

Event description:
It was reported to boston scientific via an article published in the central european journal of urology that a prospective, randomized, single-center study conducted at clinica santa maria in santiago, chile compared high-power holmium:yag (ho:yag) laser versus pulsed thulium:yag (p-tm:yag) laser for ureteroscopic lithotripsy in patients with single renal or ureteral stones. For the ho: yag cohort, 56 patients underwent ureteroscopy (urs) or retrograde intrarenal surgery (rirs) using the lumenis pulse 120h ho: yag laser with a 270 micrometer fiber. For the p-tm: yag procedures, 66 patioents were treated using a dornier medtech laser with a 270 micrometer fiber. All procedures were performed under general anesthesia between august 4, 2023, and august 1, 2024. When possible, a 11/13 fr navigator ureteral access sheath (boston scientific) was used. In all procedures, a single use flexible lithovue ureteroscope (boston scientific) was also used, and a dakota (boston scientific) open-front grasper was used depending on the stone location. The ho: yag group had a median age of 47 years, median stone density of 1000 hounsfield units (hu), 33 renal stones, and 23 ureteral stones. The ho: yag outcomes included an overall stone-free rate of 62.5%, renal stone-free rate of 48.4%, and ureteral stone-free rate of 82%. Median operative time was 40 minutes, median laser activation time was 390 seconds, median fluoroscopy time was 24 seconds, and median total energy used was 5.31 kj. Postoperative double-j stent placement was required in 67.8% of ho: yag patients. No intraoperative events required procedure suspension, and no significant bleeding was recorded. The postoperative complication reported in the ho: yag group was one punctiform perforation of the distal ureter, which was managed with a double-j catheter, with no stenosis reported by the end of the study. The p-tm: yag group had a mediate age of 54 years, median sone density of 972 housnfield unites *hu), 46 renal stones, and 25 uretral stones. The p-tm: yag outcomes included an overall stone-free rate of 65.1%, renal stone free rate of 6039%, and ureteral stone free rate of 72%. The median operative time was 45 minutes, medial laser activation time was 360 seconds, median fluoroscopy time was 11.5 seconds, and median total energy used was 4.71 kl. Post-operative stenting was required in 50% of p-tm: yag patients. No intraoperative events required procedure suspension, and no significant bleeding was recorded. The postoperative complication reported in the p-tm: yag group was one case of acute pyelonephritis and two cases of renal colic 48 hours after discharge. The study concluded that no significant differences were found between ho: yag and pulsed thulium: yag regarding stone-free rate or energy consumption, regardless of stone chemical composition, although the difference in double-j stent placement after the procedure requires further clarification in future studies.